Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during prime test due to faulty force sensor relay. The motor was tested outside the device and passed. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly was noted. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratched lcd window and case and with missing end cap sticker.

Event description:
Customer reported via phone, the insulin pump alarmed motor error and then the numbers kept scrolling upwards and wouldn't stop. She was attempting to bolus when the incident occurred. Customer's blood glucose was 186 mg/dl. Customer doesn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device.